Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with the patient to understand the cause of recharging often/longer recharging time, they stated "don't know". A new charger was sent to resolve the issue. However, patient stated the issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were not happy with the amount of time it was taking to charge their implanted neurostimulator and the issue began from the very beginning. Patient stated that it would typically take an hour and a half to charge the implant. Patient mentioned that the controller battery percentage display changes when charging implant, the display jumps. Patient mentioned that they were in to see their doctor and brought up the charging issue. Patient noted that the doctor told them that the charge time should not be taking that long as they have many patients with devices and charging is not that long for any of them. Patient stated that the doctor told them that the issue is the battery pack. Patient reported that they tried calling mdt rep but get no answer and there is no answering machine. Agent had the patient inspect the recharger for any visible damage. Patient confirmed no damage. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the controller powered back on. Patient then connected the recharger and confirmed recharging excellent with the controller battery low and the implant at 70%. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient representative stating they received the controller and need assistance with the pairing process. Agent assisted caller and patient to pair the controller. Controller 100% and implantable neurostimulator (ins) 90% charged. Information was received from a patient's representative. Pt rep reported that their spouse had to charge an excessive amount of time. It was noted pt had to charge daily and spent hours charging.